Event description:
During an esophageal dilation, a cook quantum ttc esophageal balloon was used. As the balloon was being slowly inflated with water, the balloon broke as the internal wire punctured the balloon itself with no harm to the pt. The balloon was immediately deflated and removed from the endoscope. See MDR 1037905-2012-00568. A second balloon of the same size was used with identical results when the balloon broke and the wire was bent see MDR 1037905-2012-00569. A third balloon was used successfully and the case was completed without incident. There was no harm to the pt as a result of this occurrence. Our attempts to collect add'l info regarding pt outcome were unsuccessful. If the pt experienced any adverse effects or required add'l medical procedures due to this event, the info able to be collected does not reasonable suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The add'l info provided indicated the balloon did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Prior to distribution, all lots are subjected to a test that measures the outer diameter and pressure. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.